Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. An internal inspection of the cycler found evidence of an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the touch screen became operational. Removed functioning inverter board from the touch screen at the completion of the investigation. After replacing the inverter board, a simulated treatment pre- accelerated stress test (ast) 15-minute 1000 ml test was performed and completed without failures. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. A device history record (DHR) review search found related issues to the reported symptom code(s), production floor problem report, test and calibration, step 5 of 4, blank display, and a rework on (B)(6) 2019. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on the inverter board. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank and notice smoke during their peritoneal dialysis (pd) treatment. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn stated that the smoke was very minimal, and the screen went blank. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and that the patient was able to complete treatment with manual supplies in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received the replacement cycler and continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event.